Event description:
It was reported that the patient was having increased charge frequency and difficulty ipg charging, despite frequent charging sessions. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.